Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the patient had started a new sensor and it was not giving data. No additional patient or event information is available.